Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a kangaroo joey pump. The customer stated the ng tube was blocked, and the pump did not alarm. The clog was in the pump and was not actually in contact with the ng tube. Patient had i.v. Insulin running and required medical treatment for hypoglycemia.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.